Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter received with a cut portion of inlet tubing. Visual evaluation noted that the thermistor wire was snaking near the trifurcation of the catheter. This snaking caused the tip of the thermistor wire to be about halfway up the shaft which is out of specification per the standard noting, the tip of the wire should be located between the tip and the balloon. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be insufficient amount of rtv. The product was used for treatment purposes. The product was influenced by the reported failure. The product did not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver-containing catheter."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon and water leakage on the day of use. Additionally, the thermistor wire was found to be snaking at the funnel end of the catheter.